Event description:
It was reported that pump screen was described as cracked, unreadable, and unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.